Event description:
It was reported to philips that a pin on the battery pca was broken. There was no reported patient or user involvement and no adverse patient/user impact.

Event description:
It was reported to philips that a pin on the battery pca was broken. There was no reported patient or user involvement and no adverse patient/user impact. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J2 pins 3 and 4 were permanently compressed and bent.